Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the myosure hysteroscope. No abnormalities were noted and a relationship can't be established between DHR and current complaint. Device history record (DHR) according to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: the avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).

Event description:
It was reported that following dilation a myosure hysteroscope was placed inside the uterine cavity. Immediately, a "[fluid] deficit was noted to start climbing." The physician noted a perforation "at the top of the fundus." The deficit had reached 625 cc (distension media - saline). No treatment was needed for the perforation or the fluid deficit and the procedure was aborted. On (B)(6) 2013 it was reported by the physician that the patient was discharged home the same day the perforation occurred, at the end of the day. Additionally, she just had her follow-up appointment and "is doing well."